Manufacturer narrative:
The reported event of a failure to remove the guidewire from the lead was confirmed. The complete lead was returned in one piece. X-ray examination found bunching up of the inner coil and broken a piece of the guidewire stuck in the connector region. The reported event of was isolated to the damaged inner coil at the connector region, which is consistent with damage that occurs while trying to remove the guidewire from the lead.

Event description:
During implant procedure, the guidewire was unable to be removed from the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable.